Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient developed and infection. Subsequently, the patient was treated with a steroid and oral antibiotics (date and duration not reported); however the issue could not be resolved. The device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device.